Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te 231008 (o2 valve leak), no lpo connector is connected, o2 input test passed. No patient harm.